Event description:
It was reported to philips that the system's footswitch cable was disconnecting, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and made a good-faith effort to obtain additional information regarding the patient and procedure outcome; however, the customer did not provide the requested information. A philips field service engineer (fse) inspected the system on site and confirmed a footswitch connection failure. During troubleshooting, the fse identified that the screws of the pedal connector were damaged in the threads. Review of the log file confirmed the reported malfunction. To resolve the issue, the fse replaced the footswitch. The system was returned to service in good working order. The codes were updated based on the investigation outcome.